Manufacturer narrative:
On 01-jan-2018 the field service engineer (fse) was at the customer site and did a cleaning of the apertures of the bath a did an electrode replacement to resolve the issue this event was identified during a retrospective review of service requests. Although it was could not be confirmed if the high platelet issue reported impacted patient results, beckman coulter, in an abundance of caution submitted a report for the event. (B)(4).

Event description:
Customer reported that platelet results were high on their coulter lh 750 hematology analyzer. The customer did not specify if the platelet issue occured during controls or patient results. There was no report of change or effect to patient treatment as a result fo this event.